Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he experienced excessive glare which was not present before the surgery. He stated that the glare occurs at any time there is a contrasting light. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 03/21/2012 and 04/03/2012 by phone and email. A completed questionnaire has not been received. (B)(4).